Manufacturer narrative:
(B)(4). D2, d4, g4: diligence is in process to provide product identification information; however, no further information has been provided at this time. D10: unk femoral lot# ni. Unk tibial lot# ni. G2: pakistan. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient is experiencing pain more than 6 months post procedure in the right knee. The pain persists continuously. The doctor advised to get an MRI of knee. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a3a; b1; b2; b5; b7; d2a; d2b; d4; e1; e2; e3; g1; g3; h1; h6. D2, d4, g4: attempts have been made to gather all product identification information, and no further information has been provided. The reported event could not be confirmed due to lack of product/information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Insufficient information provided. Unable to perform a compatibility check. The device history record was not reviewed as neither part nor lot identification were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.